Event description:
It was reported that during a stenting treatment procedure, stent damage and a vessel dissection occurred. During placement of a promus element stent, fluoroscopy revealed a vessel dissection. Upon removal an elevated strut was observed. The procedure was completed by deploying another stent and post dilating for 60 seconds. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).